Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a loose grip cable at the proximal end. No damage was found. Further investigation found that the instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. Visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: no abnormalities or damage to the instrument was observed. The instrument should be returned for further analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the medium-large clip applier (mlca) jaws were stuck. There is no further information available at this time. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument movement was aligned with the timing of the grip. The instrument jaws were not stuck on the patient¿s tissue. Therefore, there was no adverse effect to the grasped tissue, no unexpected bleeding, and no unexpected tissue removal. There was no patient injury due to the instrument issue. The procedure was completed robotically with the same da vinci system with a backup instrument. The procedure was not delayed. No fragment fell inside the patient.